Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012726934 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation testing was performed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms were carried out. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter subcomponents. During inspection of the shaft segment, entangled electro de wires were observed. In conclusion, the catheter failed the return product inspection due to tangled electrode wires observed in the shaft region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation, the slide control of the catheter became stiff and would not move despite the attempts to slide it. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.